Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high svc (superior vena cava) impedance that triggered an alert. The physician chose to program the svc off and reprogram the hvb (high-voltage 'b' (rv coil electrode)). The rv lead remains in use. Additionally, it was reported that the atrial lead exhibited high thresholds. It was noted that this lead had previously been shut off due to high threshold following open heart surgery in (B)(6) of 2015. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead and the atrial lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.